Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported three (3) false negative results obtained with binaxnow malaria tests on a single patient across multiple testing dates. This manufacturer report pertains to test one (1) of the three (3) tests. The customer reported a false negative result with the binaxnow malaria test performed on (B)(6) 2026 on a whole blood sample. Subsequent confirmation testing was conducted via microscopy and pcr on whole blood samples on (B)(6) 2026, both of which yielded positive results. According to the customer, the delayed detection of malaria resulted in delayed identification of the infection, and treatment for a possible plasmodium ovale/vivax infection was initiated.